Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension xpand plus with hm instrument. The results from the initial run were not reported to the physician(s). The sample was repeated on auto-rerun on the same instrument, resulting higher. The results from the auto-rerun were reported to the physician(s). The sample was repeated again on the same instrument, resulting higher than the auto-rerun. The sample was also tested on an alternate instrument, resulting higher and matching the second repeat run. The second repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse flossed out the tower and rotary valve, bleached waste line and integrated multisensor technology port, replaced the x seal and chip, reset the correction factor and adjusted the pump rate. Diluent check and quality controls were run, resulting within range. The cause of discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.